Event description:
On (B)(6) 2023, a customer in south africa notified biomérieux of overestimated results when testing 2 patients¿ samples with vidas® brahms procalcitonin 60t (ref. 30450, lot# 1009791810, expiry date: 05-jun-2024). Clinical information (unspecified patient #): on (B)(6) 2023, fungitell® positive. On (B)(6) 2023: - clostridium tertium identified. - c reactive protein (crp) = 181. Treated by antibiotics including meropenem. Tests of patient sample diluent: - crp < 1. - pct < 0.05. The customer indicated differences in the pct values obtained when using 2 different negative patient samples as diluents: - patient 1: diluent 1: 62.83 ng/ml. Diluent 2: 262.53 ng/ml. - patient 2: diluent 1: 223.25 ng/ml. Diluent 2: 552.80 ng/ml. Of note, on (B)(6) 2023, the quality control of vidas (qcv) was performed and no anomalies on the instrument were detected. At the time of this assessment, there was no indication or report from the customer that the issue led to any adverse event related to the patient's state of health nor delay in rendering the results. A biomérieux internal investigation will be initiated. Note: reference 30450 is not registered in the united states. The u.s. Similar device is product reference 30450-01.

Manufacturer narrative:
This report was initially submitted following notification from a customer in south africa regarding overestimated results when testing two (2) patients¿ samples with vidas® brahms procalcitonin 60t (ref. 30450, lot# 1009791810, expiry date: 05-jun-2024). A biomérieux internal investigation has been completed with the following results: device history record: the review did not highlight any issue during manufacturing for this lot number (vidas brahms pct ref 30450 lot 1009791810). Complaint analysis: until now, no similar complaint has been recorded on vidas brahms pct ref 30450 lot 1009791810. Tests/analysis performed **control chart analysis. This analysis was carried out: - on four (4) internal samples with a respective target at 10.9 ng/ml, 67.8 ng/ml, 121 ng/ml and 154 ng/ml - on seven (7) batches of vidas brahms pct ref 30450 including lot 1009791810 mentioned by the customer. The analysis of the control charts showed that all results were within specifications and vidas brahms pct ref 30450 lot 1009791810 is in the trend compared to the other lots. ****test on internal samples** analyses were performed on the retain kit vidas brahms pct ref 30450 lot 1009791810. The customer's samples were not available for testing. The investigation unit laboratory tested four (4) internal samples (target at 0.88 ng/ml, 67.79 ng/ml, 121.14 ng/ml, 153.69 ng/ml) the results complied with the specifications without any significant difference compared to the results observed before the batch release. No evolution over time was observed for these samples' activity. **dilution tests** the investigation unit laboratory performed dilution at 1:10 on high internal serum with concentration > 200 ng/ml in a serum free (ref 50020794) and in negative samples from etablissement français du sang (efs) as recommended in the IFU. Regardless of the diluent used, the results were homogeneous and consistent 219.9 to 230.2 ng/ml root cause analysis and conclusion: the investigation did not manage to identify any obvious root cause. The investigation unit laboratory did not reproduce the customer¿s anomaly on kit vidas brahms pct ref 30450 lot 1009791810. All the results complied with their specifications (internal samples) or were in accordance with expectations when performing dilution . There is no reconsideration of the performance of product kit vidas brahms pct ref 30450 lot 1009791810 to its expectations.